Event description:
It is reported that the patient was revised after a fall, and the patient heard a pop in her knee. During the revision, a portion of the posterior medial section was noted to be broken off.

Manufacturer narrative:
This report will be amended when our investigation is complete.